Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a non device related growth in the back which later became infected. The patient underwent an explant procedure to prevent the risk of further spreading the infection. The patient was doing well.